Event description:
Customer states: prior to use on a patient a doctor confirmed a crack in the connecting part to the slip joint. No patient involvement. Efforts to collect further details related to this report are ongoing.

Manufacturer narrative:
The sample is expected to be returned for analysis.